Manufacturer narrative:
Our engineers have evaluated the returned device. Their investigation showed following: the gore® viabahn® endoprosthesis was received within a sheath, which was not evaluated as it is not a gore product. The deployment knob had been pulled away from the hub, with approximately 3cm of deployment line protruding from the hub. The distal shaft upon which the endoprosthesis is mounted was exposed 5.2cm at the transition. The outer braided deployment line was unbraided approximately 2cm. The device remained fully constrained. There were circumferential rows of bent struts in the proximal/transition end of the endoprosthesis. The braided constraining line was not caught on the bent struts. Traction on the deployment line resulted in further deployment of the device during the evaluation. Based on the device examination performed, no manufacturing anomalies were identified. Following correction was made for "adverse event or problem¿: initial medwatch report stated ¿product problem¿. Within follow up medwatch report a correction to ¿adverse event¿ was made. Following correction was made for ¿device manufacturers only¿: initial medwatch report stated ¿malfunction¿. Within follow up medwatch report a correction to ¿serious injury¿ was made.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. (B)(4).

Event description:
The patient presented with an aneurysm in the right popliteal artery which was intended to be treated with a gore viabahn endoprosthesis. The medical device was inserted through an 11fr introducer sheath from terumo and advanced over a stiff guidewire from terumo. Shortly after the gore viabahn endoprosthesis was advanced through the introducer sheath, the device became stuck into the patients right femoral artery. It was reported to gore that the device could not be moved any further to the target lesion and it was also not possible to remove the device through the introducer sheath. Therefore, the incision where the introducer sheath was inserted into the patient¿s vessel was enlarged in order to remove the device together with the introducer sheath from the patients vessel. The procedure was completed by using a new 12fr introducer sheath from cook and another gore viabahn endoprosthesis was implanted successfully. The patient experienced some pain while the incision was enlarged to remove the medical devices but is doing well after the procedure.